Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. Upon investigation the electrode belt failed a pulse test. The cause for the failure was isolated to the electrode belt distribution node (dn). The trunk cable was pulled from the dn strain relief, pulling the heat shrink off the pulse wires in the dn, causing the pulse wires to short together. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
During investigation of an unrelated problem, it was discovered that an electrode belt failed a pulse test during incoming testing at the distributor.